Event description:
It was reported that a skin reaction had occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient skin reaction with itching, burning, rash, redness, inflammation, pimples, scar, drainage, infection, that was painful to touch at the needle puncture site which occurred 3 days after the sensor had been inserted in the arm. After attempting to clean the affected area with soap and water, the patient initially believed the wound was healing. However, two days after the removal, a sharp pain set in, and signs of infection became evident. Concerned, the patient sought medical attention at care now urgent care ¿ saginaw. A doctor swiftly provided a one-time emergency clindamycin injection. However, the patient remains unaware of the exact dosage administered. To ensure consistent treatment, the patient followed the doctor's advice, taking 100 mg of doxycycline twice daily for seven days to support recovery. The patient was doing well, with no urgent concerns during the report. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6: health effect clinical code - needle stick/puncture.